Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge32, 50cm 4x8 surgical lead model #: sc-4316 lot #: 20367832 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection at the ipg site. The physician reported that the ipg was exposed like patient was not healing. Actual skin breakage was noted. The physician believed that the infection was not device or procedure related and did not know what caused the infection. The patient underwent an explant procedure and was placed on antibiotics.